Manufacturer narrative:
The patient's age has been estimated. The patient's weight has been estimated.

Event description:
It was reported that when the patient switches from battery power to the mobile power unit (mpu) the controller beeps to connect to power. This did not occur with the spare mpu or spare system controller that was in clinic. A new power cord was used with the mpu in question, but that did not change the outcome. It was suspected the mpu patient cable that connects to the system controller was the cause of the issue. The log file review recorded multiple low power advisories, low power hazards, and power cable disconnects while tethered to the mpu. These events did not occur on batteries, the clinic mpu or the clinic power module/system monitor. The patient was given a loaner mpu. The log file also noted strings of backup battery faults that appear to have resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage hazard and power cable disconnect alarms while connected to the mobile power unit was confirmed via the submitted log file. The mpu (serial #: (B)(6)) was returned for analysis and a log file was submitted for review with events spanning approximately 2 days ((B)(6) 2021 ¿ (B)(6) 2021 per time stamp). On (B)(6) 2021 between 10:14:53 ¿ 10:15:07 and between 10:36:04 ¿ 10:36:27, a loss of ac power to the mpu occurred, triggering low voltage hazard and no external power alarms. The backup battery provided power to the system. The alarms cleared when power was restored. Pump operation was not affected. The mpu was returned for analysis with a v-lock power cord which was plugged into the mpu and wall power several times, and no power was lost. The unit was run with a test system controller and the reported event was unable to be reproduced. The unit was run for several days and always operated as intended. A full functional checkout was performed, and the unit passed all tests. The reported event was unable to be reproduced. Multiple good faith efforts were sent to retrieve additional information on if the mobile power unit (mpu) had a v-lock connector, if the power cord came loose at the back of the unit or the wall, and if there were any environmental circumstances that would cause a power outage; however, no response was received. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the mpu (serial #: (B)(6) ) and the mpu was found to pass all manufacturing and qa specifications. Heartmate iii instructions for use section 3 entitled ¿powering the system¿ and heartmate iii patient handbook section 3 entitled ¿powering the system¿ addresses how to properly switch between power sources. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including no external power, low voltage, and power cable disconnect alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.